Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
Kadlec ultrasound department has submitted two product concerns for the following trays: tray cath thora/ para 5fr and tray paracentesis thora combo 8fr. When using red needle stopper/holder the needle has been going all the way. Through the bottom of the tray. So the dirty needle is sticking out the bottom. Safety hazard if picking up tray to take over to sharps container. Lidocaine glass vials are a safety hazard to our caregivers (thick glass¿need to add a filter straw and a special saw to cut vial if not breaking with hands). L#664496 and l#152208, man# otp5000 and tpt1000sp. Provided lots could not be confirmed by bd so a customer request was sent to confirm the lot numbers and any patient harm. Customer reply " no harm to patients. Otp5000 & tpt1000sp, these were verified. Tech said that what is on the trays she looked at. I will send you some photos'. One photo provided and attached. The photo provided could not verify the lot numbers.